Manufacturer narrative:
Analysis of the lead model 977a260 serial #(B)(4) showed no anomalies.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) that at implant the lead was fatigued making it difficult to steer, so it was unable to be implanted in the consumer. It was unknown what could have led to this, but no diagnostics or troubleshooting were performed. A new lead was opened and a new stylet was inserted but it was unknown if the issue was resolved. The initial lead was going to be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.